Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a stent clogged in the channel. The issue occurred during a therapeutic stent placement. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. Corrections to the following fields: b5, e1, g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the tube kinked in the conduit and became clogged when the plastic stent was retrieved via the biopsy channel. However, the presumable and definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): we have confirmed that the accompanying documentation for the stent product states that the product is not to be retrieved via the endoscopic lumen. Olympus will continue to monitor field performance for this device.